Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model zcb00 +20.0 diopter) was removed and replaced in the same surgical procedure because of patient experiencing capsular break due to movement. A vitrectomy was required. Reportedly lens from another manufacturer was used as the replacement lens for the patient. No further information provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 4/15/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was received inside a specimen cup. The lens was observed under microscope and it was observed with viscoelastic residues and torn. This condition could be related to the explanted process. The haptics were observed positioned. There is no complaint against the lens. Complaint is related to a lens that was exchange due to movement that break the capsule. A product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed no other complaints has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.